Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the complaint device was returned for analysis. The balloon was unfolded and saline solution was visible within the balloon which indicates the balloon had been subjected to positive pressure. Blood was visible within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit and subjected to positive pressure. A complete circumferential tear was identified within the balloon material 8 mm distal to the balloon bond position on the shaft of the device. No other damage was observed with the complaint device that may have contributed to the complaint incident. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: ''the xxl balloon dilatation catheter is intended for use in adult and adolescent populations to dilate strictures of the esophagus.'' (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-05508. Complaint was originally assessed reportable for the q2 2017 asr, however this is now reportable based on investigation results approved on 17may2017. It was reported that balloon rupture occurred. Three 16-4/5.8/75 xxl¿ esophageal balloon catheters and a 12-4/5.8/75 - 14-510 xxl¿ vascular balloon catheter were advanced to dilate an iliac lesion. However, during inflation, the balloons ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable. However, device analysis revealed the balloon was torn circumferentially.